Event description:
The manufacturer was notified of a serious adverse event involving a perceval sutureless aortic heart valve. Postoperatively the device had paravalvular leak causing minor temporary injury. It is being considered for a tavi.

Manufacturer narrative:
Based on the initial reported information the site does not wish to share any further details regarding this event. Because there is no further information and no serial number was provided the manufacturer is unable to perform any device investigations at this time. Therefore, the root cause of the reported paravalvular leak cannot be determined.